Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that the doctor was attempting to go transeptal and the patient became hypotensive. A pericardial effusion was determined using ultrasound and a pericardial effusion was noted. A pericardial centesis procedure is ongoing. No details on current patient status and unknown future interventions at this tie. The ice catheter was the only johnson and johnson catheter placed in the body. No mapping or ablation had stated and the caller does not want the equipment evaluated. Carto serial number is (B)(6), and using smart ablate generator and pump used but serial numbers unknown. Catheter catalog number r10135936, lot number unknown and hospital will not release the catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).